Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation was due to a rupture.

Event description:
Patient reported left side rupture. Patient is concerned as to what to do as the device is a textured implant. Device remains implanted.